Event description:
Doctor tried to load a clip on the tyco healthcare endo clip 3 before using it on the patient and realized that it would not load. It appeared not to close at all, at the handle. We immediately removed the defective clip applier from the field and replaced it with a new one that worked.